Manufacturer narrative:
Patient has history of sick sinus syndrome/sinoatrial node dysfunction. During pacemaker clinic visit on (B)(6) 2012, patient reports noting his heart rate in the 50's since january.

Event description:
Patient has history of sick sinus syndrome/sinoatrial node dysfunction. During pacemaker clinic visit on (B)(6) 2012, patient reports noting his heart rate in the 50's since (B)(6).

Manufacturer narrative:
The device was in use for treatment. The lead was capped, and it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. The instructions for use (IFU) informs the user of long term clinical experience for acute and chronic data measurements for impedance. In addition, lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be reevaluated if additional information becomes available.

Event description:
It was reported that when the patient came in for a routine check on (B)(6) 2012, he presented in intrinsic rhythm at a rate of 50 (device was programmed to 70 bpm). Lead impedance was greater than 3000 ohms both bipolar and unipolar. The patient had complained of increased fatigue, chest pain and shortened of breath, especially with exertion. On (B)(6) 2015, it was reported that this ventricular lead was fractured and capped (taken out of service) on (B)(6) 2015. The lead was actively implanted for approximately 4 years, 11 months.